Manufacturer narrative:
This report is submitted on november 23, 2021.

Event description:
Per the clinic, it was reported that implant site (around the implant coil) was inflated with air and subsequently, the air was released from the surgical site using a syringe.